Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample and/or conjugate in an entire row and did not give an error message. Analysis of the log files indicates that perhaps the plate was seated incorrectly causing a row to be skipped. No death or serious injury was associated with this event.